Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation revealed that the patient's right atrial (ra) lead was dislodged. Chest x-ray and visual examination confirmed the ra lead displacement. The ra lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.